Manufacturer narrative:
Results of investigation: a revision due to loosening of a tc¿plus implant was reported. One tc¿plus femoral component (75004738), one tibial component (75004776) and one insert (75005993) were explanted and returned for investigation. The article was used in treatment. Most of the surface of the femoral component is covered by a layer of cement. Bone residues are visible at several spots on the cement layer. Most of the surface of the tibial component is free of cement. Scratch and indent marks potentially due to the extraction procedure are visible on both components. No deviations were identified in the manufacturing documentation of the three products. Furthermore, no other complaint was found for the mentioned batch number. In the corresponding IFU for knee implants 12.24, ed. 07/10, implant loosening is a known risk and is covered in the risk management documentation. The clinical/medical investigation reveals that the loosening occurred due to an insufficient osseointegration. Nevertheless, the root cause of the missing osseointegration remains undetermined after investigation. Due to no indication that a design or process failure occurred, further investigations aren't planned. The complaint will be closed. Smith + nephew will monitor this device for similar issues.

Event description:
It was reported the patient suffered a femur loosening, which resulted in a revision surgery.